Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Additional information: the surgeon side console (ssc) viewer was returned for failure analysis evaluation and the reported error was confirmed but not replicated. The lighthouse/aperture was evaluated and it was found that system errors had occurred, indicating a node had stopped responding after startup. A visual inspection of the unit found nothing related to the reported issue. The viewer was installed on an internal system and functioned as designed with no errors received after multiple power cycle attempts. Failure analysis was unable to replicate the reported issue.

Event description:
It was reported that prior to starting an unspecified da vinci-assisted procedure, multiple errors appeared during system startup. These errors indicated that the surgeon side console (ssc) was not connected and was displaying a split screen. An intuitive surgical inc. (Isi) technical support engineer (tse) was informed that the site had reseated the cables and restarted the system, which successfully cleared the system errors. The site proceeded with the case and requested that an isi field service engineer (fse) be dispatched for further investigation. However, the tse was contacted again and informed that the issue had recurred during the same procedure. It remains unclear whether the error reoccurred after the procedure had begun, or if it reoccurred prior to the start of the case, resulting in conversion to open surgery. Isi has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced and updated the surgeon side console (ssc) viewer, both the right and left viewer covers, and the face plate cover to correct the reported problem. The system was tested and verified as ready for use.